Event description:
The event is reported as: complaint alleges: "applier is not holding clips during use." When clip would fall out, it was away from the operative site. There were no injuries or harm caused to the pt.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.